Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported a false upstream occlusion and air in line alarm was not reproduced during evaluation a review of the event history log identified a false upstream occlusion and air in line alarm. The cause was determined that the ultrasonic sensor was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion and air in line alarms. There was no patient involvement. No additional information is available.